Event description:
The pt was put into the tub and the hydrosound was turned on, smoke came from panel. The hydrosound was turned off and pt was removed. Pt was uninjured.

Manufacturer narrative:
Hydrosound returned, not able to duplicate the problem. Could not get the system to burn.